Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the right atrial (ra) leadless pacemaker (lp) exhibited unspecified electrical anomalies and damaged helix. The ralp was not implanted and an alternate near at hand was implanted instead of (B)(6) 2025. Patient condition was stable.

Event description:
New information received notes that the right atrial (ra) leadless pacemaker (lp) exhibited high capture threshold and inconsistent sensing.